Event description:
It was reported that balloon rupture occurred. The patient underwent lower limb angioplasty. A 2.0x40x150 (4f) sterling balloon catheter was selected for use. However, during preparation, a contrast leakage at the balloon shaft was observed before inflating the balloon. Additionally, a pinhole was noted on the balloon material. The procedure was completed with a 2x60x150cm sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole to the inflation lumen 20.6cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the inflation lumen.